Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to deploy the thumb advancer was confirmed. The reported difficulty deploying the thumb advancer was concluded to be related to an improper exchange sheath to clip applier connection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The starclose se device was used in a calcified artery. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, resistance was felt during attempted sheath splitting. The starclose se sheath did not split at all. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.